Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery (rca). The 3.50x12mm taxus liberte stent delivery system (sds) was advanced, but would not cross the target lesion due to the tortuosity. When the device was removed the stent edge stuck on the distal edge of the guide catheter and the stent flared. The procedure was successfully completed with a different device. No pt complications occurred and the pt's current condition is listed as "good".